Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to adjust the settings of a valve with the certas tool kit. A replacement product was used to adjust the valve.

Manufacturer narrative:
The certas tool kit was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - upon visual inspection, the supplier noted that the unit was not packaged properly. The indicator was frozen and non-functional. Upon disassembly of the indicator, it was found the that pivot pin was severely damaged on both sides. The dial was completely separated from the yoke assembly which rendered the unit inoperable. Based on the analysis conducted, the complaint could be confirmed. Root cause - the complaint was confirmed in the complaint investigation; the returned unit was damaged and non-function due to a severe drop/impact. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.